Manufacturer narrative:
The actual pump has not yet been evaluated. As reported by the user facility, the pump remains with a third party. While no specific conclusion can be drawn at this time, it does not appear that the reported event contributed to the pt's outcome, which according to the facility report was expected. The investigation into this reported event is ongoing. All available info has been forwarded to the actual MFR for further eval. If the pump is returned, or if any pertinent info is made available from the MFR, a f/u report will be filed.

Event description:
As reported by the user facility: reports on approx (B)(6), a pt was on a 100ml morphine drip running at 1ml/hr. In 1 - 1.5 hours, the bag was empty. The pt was on comfort care who wasn't expected to make it. He died about 8 hours later, which was expected, but not due to the over infusion. Drug was not in the drug library, pumps were looked at by their biomed dept. It appears that the programming of the pumps was correct. They cannot determine a cause for the over infusions. The pumps are now with a 3rd party for another analysis.